Event description:
It was reported the device was programmed for incorrect delivery rate. Patient connected to blincyto on a cadd ambulatory infusion pump. Patient admitted to hospital due to insufficient drug dose received for greater that 4 hours admission due to risk of reaction on restarting therapy. No additional information available. Patient seriously injured.

Manufacturer narrative:
B3: date of event is unknown; d4: lot number, serial number, expiration date and UDI number is unknown; g5: 510k is unknown; h4: device manufacture date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6).